Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1nyz0, implanted: (B)(6) 2018, product type: lead. Product ID: 3389s-40, serial/lot #: va1nyz0, (B)(4). All codes apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that there were high impedances. They checked the impedances on 3 volts and 3 times there were still high impedances in contact 2. Checked the impedances again and ran stimulated for 1 min on 2 voltz, there were still high impedances. Out of range results on all tests: 0 <(>&<)> 2 ¿ high 1 <(>&<)> 2 ¿ high 2 <(>&<)> 3 ¿ high all results: 0 <(>&<)> 1 2502 0 <(>&<)> 2 11997 0 <(>&<)> 3 3290 1 <(>&<)> 2 11020 1 <(>&<)> 3 3085 2 <(>&<)> 3 12282 0 <(>&<)> 1 2519 0 <(>&<)> 2 12630 0 <(>&<)> 3 3290 1 <(>&<)> 2 11509 1 <(>&<)> 3 3085 2 <(>&<)> 3 13000 0 <(>&<)> 1 2519 0 <(>&<)> 2 13054 0 <(>&<)> 3 3304 1 <(>&<)> 2 11860 1 <(>&<)> 3 3073 2 <(>&<)> 3 13507 the issue was not resolved and the lead was not replaced. There were no further complications reported.